Event description:
It was reported that during a coronary intervention procedure, an ivus catheter got stuck in stent. The unknown target lesion is located at the circumflex artery. During post stent imaging of a non bsc stent, the atlantis imaging catheter was stuck in the stent. The physician was able to remove the catheter with some force and no damage to the stent occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary intervention procedure, an ivus catheter got stuck in stent. The unknown target lesion is located at the circumflex artery. During post stent imaging of a non bsc stent, the atlantis imaging catheter was stuck in the stent. The physician was able to remove the catheter with some force and no damage to the stent occurred.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the complaint device was returned in a box. A guidewire (0.013") was returned back with the complaint catheter. No kinks were observed along the length of the returned guidewire, the guidewire exit port was lifted 0.5mm, the returned guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Futhermore, during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).